Event description:
The manufacturer received information alleging a ventilator was displaying aev pilotline inoperative. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's active exhalation control module and system board needs to be replaced to address the issue.